Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported that during a testing session with the binaxnow covid-19 antigen card home test, the patient "got injured and started bleeding." The date that this event occurred is unknown. No patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services confirmed that due diligence was performed with emed to obtain final resolution. No allegation of a test performance deficiency was identified and no further action is required. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.